Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007 and right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a left hip revision procedure was performed on (B)(6) 2013, due to patient allegations of pain, swelling, discomfort, dysfunction, loss of range of motion, inflammation, elevated metal ion levels and damage to surrounding bone and tissue. Legal counsel for patient alleges that fluid and necrosis were noted during the revision procedure. There has been no reported revision procedure for the patient's right hip. A review of invoice history confirmed both initial surgery dates and the date of the revision procedure. The revision invoice suggests the acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and a biomet ceramic head. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-03670 / 03671 & 03673 / 03674).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007 and right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a left hip revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, swelling, discomfort, dysfunction, loss of range of motion, inflammation, elevated metal ion levels and damage to surrounding bone and tissue. Legal counsel for patient alleges that fluid and necrosis were noted during the revision procedure. There has been no reported revision procedure for the patient's right hip. A review of invoice history confirmed both initial surgery dates and the date of the revision procedure. The revision invoice suggests the acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and a biomet ceramic head. Additional information provided in patient medical records indicate the left hip revision procedure on (B)(6) 2013 noted inflammatory fluid and tissue necrosis consistent with alval. Additional information received in patient medical records noted that on (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.